Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts were received on the mobile app. Data was provided for evaluation but could not confirm missed alerts on the g6 mobile app. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.